Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 448 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed motor error. The prime and high pressure tests passed. Nothing further was reported.